Manufacturer narrative:
Manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one broviac s/l catheter was returned for evaluation. Gross visual and microscopic observation, functional testing and tactile evaluation were performed. The investigation is confirmed for the reported catheter fracture and identified burst issues as crescent-shaped partial break was observed on the repair catheter which is consistent with burst. The edges of the partial break was smooth. Further during functional evaluation leakage was noted from the partial break upon infusion and air was aspirated upon aspiration. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. .

Event description:
It was reported that approximately six months post catheter placement, the repair kit allegedly damaged. There was no reported patient injury.